Event description:
It was reported the customer was hospitalized due to a broken ankle. The customer also stated their hospitalization was not caused by their insulin pump or the continuous glucose monitoring system. The customer's blood glucose was 126 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.